Manufacturer narrative:
Company representative evaluated the unit and replaced the telepack's receiver board.

Event description:
Customer reported the dpm central station had signal strength problem with the receiver channels, which may have affected telemetry monitoring. No pt injury was reported.